Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tg5phlor full matrix drawer 2 failed to open when accessed. The customer reported that the drawer was non-functional and suspected that the u-shaped ring located at the rear of the machine may be broken.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch sensor was not working properly. A field service engineer (fse) replaced the sensor, but the drawer remained unrecoverable. Further troubleshooting determined that the drawer controller had failed. The drawer controller was replaced, after which the drawer was successfully configured and recovered and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.